Event description:
Started with development of scalp psoriasis 2012. I have now developed psoriatic arthritis as well as body aches and pains. I am lethargically tired, I have become depressed and my anxiety that started in 2010 has increased. I have spent (B)(6) and lots of time trying to find out why I am feeling so terrible. I have joint pain, rashes that break out of my hands, and low thyroid. My condition is worsening every year. I have food allergies and ibs. The symptoms that I see about breast implant illness and the reports from other women are very relatable. I am seeing a plastic surgeon soon to discuss revision.